Event description:
It was reported that a peritoneal dialysis patient experienced a disconnection between their transfer set and titanium adapter which resulted in the development of peritonitis. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics and was reported to have recovered from the peritonitis. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This the same patient/event as (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.